Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump received with cracked case at display window corners, reservoir tube lip, belt clip slot and display window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.